Event description:
Event description guidant received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) displayed increased pacing and shock impedance measurements. Noise was produced on the shock channel with pocket manipulation. The morphology of initial polarity shock looked strange as compared to the morphology of the reversed polarity shock. Additional information was received that this ventricular implantable lead has exhibited pacing lead impedance measurements that have risen since implant. Shocking lead impedance measurements have also risen, out-of-range.